Event description:
The rn observed the display of the patient's ECG showing artifact and she began to trouble shoot for problems. The rn checked the pads (electrodes) and the leads and the connection to the monitor. The rn also exchanged the leads. None of the nurse's interventions improved the visualization of the ECG tracing. Ultimately, the patient data module (pdm) was changed and an ECG tracing was obtained. Patient outcome was death. It is unknown if the device malfunction contributed to the patient outcome. Two components are being investigated. There is potential that the default setting for notification of the alarms for this monitor was set to text instead of audible alarm, along with the unrecognizable ECG tracing.